Event description:
Same case as MFR: 6000089-2006-02150. It was reported that the same day of the initial coronary artery drug eluting stenting treatment procedure, the patient underwent a target vessel re-intervention. The index procedure treated two target lesions. The first lesion was located in the distal circumflex (cx). The lesion was 90% stenosed, 3mm in diameter, 16mm in length, mildly calcified and mildly tortuous. The physician direct-stented the lesion with a taxus liberte 2.50x8mm stent. This device is not related to the event. The second lesion was located in the 1st obtuse marginal (om) artery. The de novo lesion was 90% stenosed, 3mm in diameter, 18mm in length with mild calcification. The physician direct-stented the lesion with two taxus liberte stents (3.00x8mm and 2.75x12mm). The stents were not post dilated and the results were 0% residual stenosis and timi-3 flow. Later that day, prior to being discharged, the patient underwent a target vessel re-intervention to the 1st om treatment lesion for 99% stenosis. The physician resolved the event by placing a taxus liberte stent. At the time of the event, the patient was taking aspirin and clopidogrel. Per the investigator, the event is "possibly" related to the device. The patient was discharged two days later on aspirin and clopidogrel. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. The manufacturing records for top assembly batch 8286622 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.